Event description:
This literature case was reported by a healthcare professional and describes the occurrence of embedded device ("right micro-insert seen as a markedly echogenic linear structure surrounded by myometrium") in a 32 year-old female patient who had essure (ess205) inserted. Literature reference: w.l. Simpson*, l. Beitia. Multimodality imaging of the essure tubal occlusion device. Clinical radiology. 2023; 67:12: there was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure (ess205) inserted. On an unknown date she experienced embedded device (seriousness criterion medically important). The reporter considered embedded device to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] (date unknown): right micro-insert seen as a markedly echogenic linear structure surrounded by myometrium conclusion in summary, we could not demonstrate non-inferiority of hysteroscopic proximal tubal occlusion with essurew devices when compared with salpingectomy in women with ultrasound visible hydrosalpinges scheduled for ivf/icsi. Salpingectomy therefore remains the procedure of choice for women with hydrosalpinges who are planned for ivf/icsi. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This literature case was reported by a healthcare professional and describes the occurrence of embedded device ("right micro-insert seen as a markedly echogenic linear structure surrounded by myometrium") in a 32 year-old female patient who had essure (ess205) inserted. Literature reference: w.l. Simpson*, l. Beitia. Multimodality imaging of the essure tubal occlusion device. Clinical radiology. 2023; 67:12: there was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure (ess205) inserted. On an unknown date she experienced embedded device (seriousness criterion medically important). The reporter considered embedded device to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] (date unknown): right micro-insert seen as a markedly echogenic linear structure surrounded by myometrium. Conclusion: in summary, we could not demonstrate non-inferiority of hysteroscopic proximal tubal occlusion with essure devices when compared with salpingectomy in women with ultrasound visible hydrosalpinges scheduled. Lot number reported (ess205) is invalid. For ivf/icsi. Salpingectomy therefore remains the procedure of choice for women with hydrosalpinges who are planned for ivf/icsi. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. 30-jan-2024: proceed with follow up 3. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.